Event description:
It was reported that a vns patient underwent lead replacement surgery due to unk reason in (B) (6) 2003. A review of the manufacturer's programming history database indicated high lead impedance was present in (B) (6) 2003. The patient underwent both generator and lead replacement surgery at the time. Good faith attempts to obtain product return have been unsuccessful to date. Additional information was received from the treating epileptologist at the time indicating the patient's chart was not available to answer questions as it is in off-site storage and at the moment he does not have staff to retrieve the chart at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.